Event description:
Hcp reported that the pt was having inability to speak 8 days after deep brain stimulation implant. The system never was turned on. An MRI was done that indicated a rather large edema, but no hemorrhage or infection. The pt was discharged and pt's speech did start to return.